Manufacturer narrative:
The product was not returned for analysis. The manufacturer has retested a retention sample of this batch: all results are conform to the specifications for the tested parameters. There have been no other complains reported in the lot number. Additional information was requested on 07/13/2010, 07/29/2010, 08/04/2010 and 08/05/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "dark oily substance" (foreign material present in device). A nurse reported a dark oily substance emerging from one of the product's syringes into the patient's eye during a procedure. No patient harm was reported. The nurse reported, the surgeon observed the bubble like oil substance under the microscope as it was not noticeable to the naked eye. Additional information has been requested.